Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) spoke to tech and states that the patient alleges that at night the chair turns on by itself and moves after she turns it off. She alleges that one time her chair tap her in the back and knocked her down on her bed.